Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer stated that she had lows two nights prior of 34. The customer stated that the scroll bar is not moving with no input. The customer stated that the buttons were also slow in responsiveness. The customer stated that the escape button took her to the status screen. The customer stated that the act button navigated her to the main menu. The customer stated that the act button was unresponsive during a bolus. The customer replaced the pump with new batteries. The customer stated that the buttons are responding. The customer was advised to contact their health care provider regarding the low readings.